Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
An office manager reported that during a surgical procedure, the existing gas tank would not allow for the syringe to fill. During the procedure, immediately preceding while using the same regular valve, the valve was noted to function properly. There was an approximate 30 minute delay in starting the procedure until the syringe could be filled. The procedure was completed with no patient impact.